Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the drain was hooked up and there was a disconnection at the 3 way stopcock at the patient line. As a result, the drain was replaced. No adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the two patient lines tubing and one three way patient line stopcock were returned for evaluation. As received, the tubing was dislodged from the three way patient line stopcock. The cause(s) for the dislodgement could not be determined; however, adhesive traces were observed on the three way patient line stopcock and the two patient lines tubing. Note that these products are 100% tested for leakage and blockage. The lot number was not provided; therefore, the lot history records review could not be conducted. CAPA (B)(4) has been opened to address this type of issues. Trends will be monitored for this or similar complaints. Based on this evaluation no further action is required. At the present time this complaint is closed.